Manufacturer narrative:
Investigation summary: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1808101, no deviations or non-conformance's were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process. All units from lot 1808101 were inspected with no defects observed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
Material no: 515052 batch no: 1808101. It was reported that during use of the bd phaseal optima injector (n35-o) the nurse had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin the following information was provided by the initial reporter: "received a complaint that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. She was able to hold the syringe and tubing up and finally get a blood return. No harm and no delay in medication delivery."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 515052, batch no: 1808101. It was reported that during use of the bd phaseal optima injector (n35-o) the nurse had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. The following information was provided by the initial reporter: "received a complaint that the nursing had difficulty getting blood return through the injector and connector optima pieces while trying to give doxorubicin. She was able to hold the syringe and tubing up and finally get a blood return. No harm and no delay in medication delivery."